Event description:
Legal counsel for patient reported patient underwent right total hip arthroplasty on (B)(6) 2005 and a revision procedure on (B)(6) 2013 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, loss of range of motion, dysfunction, metal poisoning, metallosis, and elevated metal ion levels. A review of the invoice history confirmed the procedure dates and indicates the modular head was removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: the following are listed under possible adverse effects: ¿material sensitivity reactions.¿ and ¿elevated metal ion levels have been reported with metal on metal articulating surfaces.¿ and ¿inadequate range of motion due to improper selection or positioning of components.¿ and ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent right total hip arthroplasty on (B)(6) 2005 and a revision procedure on (B)(6) 2013 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, loss of range of motion, dysfunction, metal poisoning, metallosis, and elevated metal ion levels. A review of the invoice history confirmed the procedure dates and indicates the modular head was removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient operative (op) notes reports patient was revised on the right hip due to elevated metal ion levels and pain. Revision op report notes clear joint fluid and a hypertrophic and thickened anterior capsule.